Event description:
On (B)(6) 2011, customer reported that the closed tube aliquoter (cta) syringe, on the dxc 600i instrument, was leaking with precipitate present. Customer technical support (cts) directed the customer to perform a power down and replace the cta syringe assembly. Cts identified the leaking fluid as wash solution. Cts followed up with the customer an hour after power down instructions and the customer reported the instrument rebooted was good. Customer did not report further leaking.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).